Manufacturer narrative:
The device was returned in with the inflow cage and pigtail separated from the cannula. Through bench testing it was found that attempting to pull a prolapsed cannula through the introducer would produce a similar failure. The cannula would separate from the inflow cage and be connected only by the nitinol coil. Two pumps were tested, both failed in the same way, one at 41n and one at 32n, both higher than the specification of 30n. The evaluation of the returned device determined that the cannula likely prolapsed because the physician attempted to reinsert the pump wirelessly. When the physician attempted to remove the prolapsed cannula through the introducer the inflow cage likely got stuck on the introducer tip and separated when the physician applied significant force. Bench testing at abiomed showed that attempting to remove a prolapsed cannula through the introducer with significant force (32-41 n) would cause the cannula to separate from the inflow cage. In conclusion and as stated above, the root cause of this event is most likely due to the cannula prolapsing. When the physician attempted to remove the prolapsed cannula through the introducer the inflow cage likely got stuck on the introducer tip and separated when the physician applied significant force. Bench testing at abiomed showed that attempting to remove a prolapsed cannula through the introducer with significant force (33-41 n) would cause the cannula to separate from the inflow cage. This physician and staff are being provided with additional training of the use of the guidewire during insertion to prevent prolapsing the cannula. Due to the low occurrence of this failure mode there is no other corrective action recommended. This failure mode will continue to be monitored. A review of complaint histories revealed that no other pumps from this same lot number have been returned for a similar issue. In addition, a device history record review was performed and did not reveal any issue that would have caused or contributed to this complaint issue. The IFU for this device use advises the user of the following: if the impella catheter is out of the ventricle, do not attempt toe reposition the catheter across the valve without a guidewire.

Event description:
The complainant reported that a (B)(6) male patient was admitted to the (B)(6). It was determined that the patient has a 100% occlusion of the right coronary artery (rca) and a 99% occlusion of the left anterior descending artery (lad.) The rca received a full metal jacket (fmj: overlapping drug eluding stents >60mm in length) and the lad was stented. An intra-aortic balloon pump (iabp) was then placed. The patient continued to decompensate and the iabp it was decided to exchanged the iabp for an impella cp pump. The iabp sheath was exchanged for a 14x30cm cook brand sheath and the impella cp was inserted without issue into the correct position. The pump flows were set to auto and were 3.2-3.3 l/min and the waveforms were reported to be perfect. The sheaths were sutured into place. The impella displayed a "suction" alarm and the pump flows were 2.2 and decreasing. The p-level was then dropped to p5 and the alarms continued. The p-level then dropped to p2, and remained at that level. A fluid bolus was given and an stat echo was ordered to confirm catheter placement. The physician pulled the impella back, but it is thought to have been caught around the chorda, and when pulled, flung out of the left ventricle. The physician then attempted to re-cross, but the catheter prolapsed, or folded over on itself. The catheter was then pulled back further in the aortic arch, but the catheter would not uncurl. The plan was then to remove the device and reinsert it over a wire. As the device was removed from the sheath, it was noticed that the pigtail was not longer on the catheter. A fluoroscopy revealed that the pigtail tip/inflow cage had detached and remained the aortic arch. The pigtail was reported to have been successfully retrieved with the use of a snare. The patient was stable. The complainant reported that there were no adverse effects and no harm to the patient as a result for the reported issue. Another impella cp was placed and the patient was reported to have been successfully supported.